Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient had the implant battery removed due to a failure with the therapy. It was noted that the patient still had a lead implanted. The indications for use were spinal pain and post lumbar laminectomy syndrome.